Event description:
Company representative reported implant rupture. Record is left side. Device has been explanted.

Manufacturer narrative:
Continued: a4: weight: 66.6 kg. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Company representative reported on behalf of physician, implant rupture. Record is left side. Device has been explanted.